Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced high blood glucose of 411 mg/dl. Customer stated that for the past two days the insulin pump was not properly delivering insulin during the night and she was not aware of any alarms. Customer had disconnected the insulin pump and was treating with manual insulin injections. Customer stated that she was having issues with rewinding the insulin pump and changing the set. Customer was assisted on completing the rewind and prime process. Customer was advised to monitor the device. Nothing further reported.